Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing false positive results. Sub-culturing was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they had false positives.

Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer was dispatched and confirmed that the instrument was functional as expected and the issue is not related to the instrument. This is an unconfirmed failure of the bd product. Review of device history record for this instrument was completed and revealed that the instrument passed all inspection tests and was released in good condition. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. The root cause was unable to be determined.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing false positive results. Sub-culturing was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they had false positives.